Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the stay safe connection on the liberty cycler set. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. Fresenius technical support was assisting the patient with bypassing drain 0 and entering fill 1 of 5 of treatment when the fluid leak was discovered. The patient contact stated that the pin separated from the stay safe connector and fluid leaked onto the patient. It was confirmed that fluid did not come into contact with the cycler. Upon follow up, the patient contact stated the patient was able to complete treatment on the day of the event after re-setting up the cycler with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the stay safe connection on the liberty cycler set. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. Fresenius technical support was assisting the patient with bypassing drain 0 and entering fill 1 of 5 of treatment when the fluid leak was discovered. The patient contact stated that the pin separated from the stay safe connector and fluid leaked onto the patient. It was confirmed that fluid did not come into contact with the cycler. Upon follow up, the patient contact stated the patient was able to complete treatment on the day of the event after re-setting up the cycler with new supplies. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.